Event description:
It was observed during the device inspection, that the gastrointestinal videoscope distal sheath adhesive contains foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may hot have been removed because reprocessing was not conducted properly due to leak at the scope body, biopsy channel and upward/downward angulation control knob. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif-ez1500 operation manual chapter 3, "preparation and inspection¿. -preventative measures: gif-ez1500 reprocessing manual chapter 5, "reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.